Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the ipg was tilted in the pocket and patient experienced pain. As a result, patient underwent surgical intervention on (B)(6) 2019 where in the ipg was relocated. Post -operatively issue was resolved.